Manufacturer narrative:
(B)(4). Concomitant medical products: unknown ascent tibial tray, cat#: unknown lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised to address polyethylene bearing wear. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: biomet cc cruciate tray 71mm catalog#: 141233 lot#: 287580 ; bmet arcom ap pat 3pst 31mm sm catalog#: 11-150840 lot#: 297530 ; ascent pri inlk fmrl med rt catalog#: 179003 lot#: 508850 . Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right total knee revision surgery approximately 13 years post primary surgery, due to polyethylene bearing wear. During the revision, only the bearing was changed. Attempts have been made and no further information has been provided.